Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial.

Event description:
It was reported by the customer that the bur was broken inside the attachment. It was also reported that it is unk if there was pt involvement. It was further reported that there was no adverse consequences as a result of this event.